Event description:
It was reported by the affiliate that the (1) hp052 was used during a hemorrhoidectomy procedure. It was reported that the handpiece made an error alarm. The case was completed with another handpiece. There was no pt consequence.